Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) did not have line power. The fuses in the mvs power board were replaced . The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) was not getting power. The line power light was not illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
The occupation of the initial reporter was corrected. The results code corrected. If information is provided in the future, a supplemental report will be issued.